Manufacturer narrative:
Age/date of birth: average age 53.5 years. Gender: 25 female, 20 male. Date of event: exact dates not provided, acceptance date of article 21 april 2019. Model number: information unknown / not provided. Catalog number: information unknown / not provided. Serial number: information unknown / not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted, give date: information unknown / not provided. If explanted, give date: information unknown / not provided. Manufacturer telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: alobaida, I. A., malik, r., and ahmad, s. (2020). Comparison of surgical outcomes between sulcus and anterior chamber implanted glaucoma drainage devices. Saudi journal of ophthalmology, 34(1), p. 1-7. Doi:10.4103/1319-4534.301298. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of surgical outcomes between sulcus and anterior chamber implanted glaucoma drainage devices. A retrospective cross-sectional case-control study was done to compare the outcomes of sulcus placement of glaucoma drainage devices (gdd) versus traditional anterior chamber (ac) to test the hypothesis that sulcus placement results in fewer complications whilst maintaining similar efficacy. A comparison was performed between two groups of subjects: 45 eyes of 43 patients with tube shunts implanted through the ciliary sulcus (sulcus group) and 60 eyes of 57 patients with tube shunts implanted in the anterior chamber (ac; control group). A baerveldt glaucoma device was implanted in seven (n=7) eyes in the sulcus group, and in eleven (n=11) eyes in the ac group. For complications reported in the sulcus group: hypotony (n=2), flat ac (n=1), tube blocked (n=1), severe complication (n=2), hyphema (n=3), aqeous misdirection (n=1), and choroidal detachment (n=1). For complications reported in the anterior chamber group: flat ac (n=6), tube blocked (n=4), severe complication (n=13), hyphema (n=17), aqeous misdirection (n=1), choroidal detachment (n=2), and fibronous reaction (n=2). There are no indications in the article of any interventions provided. It is not clear if these complications occurred in the eyes implanted with baerveldt gdd or the other product. Other jnj products were mentioned but no complaints were reported against them.